Event description:
Bed leaked hydraulic fluid onto the floor. A visitor slipped and fell on the slick floor. The hosp was in contact with MFR soon after this incident. Actions to correct the leak were discussed.